Event description:
It was reported that the patient presented during generator changeout procedure. During procedure, it was noted that the header end of the atrial lead was fractured. The reported lead was capped and replaced on (B)(6)2022. The patient was discharged from hospital.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.